Manufacturer narrative:
One device was returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined. A search of the complaint data base found no similar complaints for any lot number shipped to this customer in the last 6 months. The device history record was reviewed for the last 5 sub-lots sent to this customer and no exception documents were found.

Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that while the physician was performing a percutaneous transhepatic cholangiogram (pthc) the radiopaque marker band on the end of the co-axial introducer detached. The physician then wanted to exchange the co-axial introducer for a glide catheter and found that the radiopaque marker band was still attached to the guide wire. A snare was then used to successfully retrieve the radiopaque marker band from the patient.